Manufacturer narrative:
One catheter was returned. A 10 ml syringe was filled with water (dyed red for visibility) and the catheter was flushed. Leakage was detected near the inverted triangle portion of the overmolded extension set. A small slit could be seen under magnification from which the leakage was coming. Potential contributors to catheter leakage include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. These can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage. Note: the customer referenced lot number 11143315 as associated with this issue; however, the manufacture date of that lot number is after the event date provided. Therefore, the lot number is considered incorrect as it relates to this issue.

Event description:
PICC was being used for infusion and it began leaking. The PICC was pulled due to leaking after 4 days.

Manufacturer narrative:
The original information (event date and/or lot number) provided by the end user was incorrect since the manufacture date of the lot number was after the event date provided. The customer has provided confirmation that the lot number is correct, so the event date of (B)(6) 2016 as originally reported is incorrect. An update to the event date was not provided.